Event description:
It was reported that bd syringe alrg sftygld 1ml w/ndl 27x1/2 rb safety mechanism was difficult to activate. Verbatim: complaint via phone. Pir attached case description: syringe alrg sftygld 1ml, the safety device on it does not slide, does not go forward - customer has 2 boxes of these and wants to know what could be done. Product name: syringe alrg sftygld 1ml w/ndl 27x1/2 rb product or ref#: (B)(4) lot#: 5097080 the exact date was when they opened up the new product. 4/23/26. They did open other trays in both cs¿s with same lot # and same problem with the safety portion not sliding down. I¿ll have the customer return some trays for you to investigate etc. Once its noticed that is defective, do we pick up the entire product and send to you for credit back to mckesson or will 2cs be sent to the customer directly free of charge as a replacement? Is there was any harm or impact to the patient/health care provider. No harm just need the credit for 2 cs

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.